Manufacturer narrative:
Corrected data: h4 - device mfg date null: removal of ni. This report is being supplemented to provide to provide the results of the final investigation and additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. The following is the result of culture test by the third-party labs, provided by the customer. Sampling date: (B)(6) 2025. Sampling from: suction biopsy channel, air-water channel, flushings and brushings. Cfu: no growth. Bacterial identification: n/a. Based on the results of the investigation, a root cause could not be determined. Since the customer refused to conduct culture test on the device by olympus, the result of culture test is not available. The instructions for use (IFU) warns against improper reprocessing of endoscopes and accessories, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Related records: 9610595-2025-01929 and 9610595-2025-01862 the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the subject device tested positive for an unspecified number of colony forming units (cfus) of stenotrophomonas. It was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This is report 3 of 3.